Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Affected channels were reportedly seen during in situ measurements. Per recipient, hearing performance difference in hearing performance with affected channels disabled was not noticeable. Recipient has no hearing on the contralateral side. Recipient has reportedly no cochlear anomalies. No swelling or air bubbles were observed over the implant site.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. The device will be explanted in september/october 2019.

Event description:
Affected channels were reportedly seen during in situ measurements. Per recipient, hearing performance difference in hearing performance with affected channels disabled was not noticeable. Recipient has no hearing on the contralateral side. Recipient has reportedly no cochlear anomalies. No swelling or air bubbles were observed over the implant site. The recipient has some hearing performance however a reimplantation is planned for september / october to improve performance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were reportedly seen during in situ measurements. Per user, hearing performance with the device however is not affected. Further testing is suggested.